Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed a leak at the reagent probe a collar wash and the reagent syringe plunger. The fse replaced the collar wash valve and the reagent syringe to resolve the issue.

Event description:
Beckman coulter (bec) hotline support (technical support) was alerted to a problem through the remote management system (rms) when a customer's unicel dxc 600 pro synchron system generated "10 cuvettes have failed water blank" errors. The customer was contacted by bec technical support to discuss the issue. Upon initial contact with the customer, the customer informed technical support that the instrument suppressed cartridge chemistry (cc) results with "blank mean deviation," "blank maximum deviation," "blank rate low," "out of instrument range low" and "blank rate high" errors. While troubleshooting the problem with technical support, the customer found liquid on the reaction wheel cover and that reagent probe a leaked at the collar wash. The customer alleged erroneous results associated with the event were generated and reported to clinicians. The customer created and released corrected reports to clinicians after verifying erroneous results. There was no change or effect to patient treatment in connection with this event. No injury or exposure to the operator associated with the leak.